Event description:
A customer called beckman coulter regarding three discrepant urine test results from three different pts. All three pts had positive (+) results from a home pregnancy test kit (kit brand unk). When the pts were tested at cypress center for family medicine, all three pts tested negative (-) with the icon 25 hcg test kit. Samples for quantitative testing were collected from each pt and tested for hcg. The hcg result for pt a was 300 mlu/ml. The hcg results for pts b and c were both positive (+). The customer did not provide the quantitative hcg test result. There has been no change to pt treatment that can be attributed to this event.